Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The healthcare provider reported that the patient came in today for refill and the healthcare provider withdrew more medication than the reservoir volume stated (more than +/- 2ml). The physician states that this is the second time they have gotten more medication back than should be in the pump. The physician was sending the patient for replacement of pump and catheter. The physician stated he does not wish to perform a dye study or rotor study at this time. The patient was complaining of increased pain. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury. On (B)(6) 2016 the patient underwent catheter exploration. The physician discovered a kink in the catheter at the anchor site that was able to be fixed and positioned differently. Per the reporter they did not have to replace the catheter or the pump at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.